Event description:
A customer reported that a cartridge felt ¿sticky¿ when being inserted onto the pump, possibly due to a rubber gasket issue. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) instructed the caller to inspect the pump and tap area, clean it with an alcohol wipe or lint-free cloth and ensured that the gasket was properly positioned. The customer successfully resumed insulin use.